Event description:
A male pt received coolsculpting treatments on (B)(4) 2011 with the coolmix applicator (8.0) on his lower abdomen and on (B)(4) 2011 with the coolcore applicator (6.3) on his upper abdomen. The pt returned to the office on 09/14/2012 and reported bulges in his upper and lower treatment areas. The pt reported that he noticed the change approximately 6-8 weeks post-treatment. The treating office described the area as firm. On (B)(4) 2012, zeltiq was informed that the office had chosen to begin treatment with accent radio frequency, which is generally used for skin tightening, to the entire abdominal area. The office reported on (B)(4) 2012 that the treatment was not effective and the pt had discontinued the treatments. On (B)(4) 2013, zeltiq was informed that the pt plans to undergo laserlipo, making this event reportable. This case has also been reported for coolcore app (6.3) in MDR 3007215625-2013-00014.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during treatment. A follow-up report will be made to the agency if and when new information is received about this case.